Event description:
The lead has been returned.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of ventricular capture in this pacer dependant patient. Subsequently, the patient was seen for a lead revision procedure where the lead was explanted and replaced. A cause of the clinical observation was not able to be determined. There were no additional adverse patient effects reported. The lead is to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. There were cuts noted in the insulation at three different locations on the lead, likely due to the removal of the suture sleeve. The conductor coils were deformed at 148 millimeters from the terminal pin. The lead was determined to have been electrically continuous. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As of today, the lead has not yet been returned for analysis. Should additional information become available, this report will be updated.